Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based on the information from olympus germany, there was the possibility that this phenomenon was attributed to the breakage of the camera cable by excessive stress or contact of sharps, or the aging degradation of the subject device by long term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the endoscopic image of the subject device was not displayed partly and the camera cable had loose connection. During the incoming inspection at (B)(4) customer service, it was found that the endoscopic image of the subject device could not be displayed, and the camera cable was damaged and leaked. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.